Manufacturer narrative:
No devices were returned for eval. Identical device was evaluated and confirmed to function as intended with the turret and polyaxial screws. Review of labeling indicates sufficient instruction for use of device.

Event description:
The surgeon reported having difficulty interfacing the persuader instrument with the intended slots of the turret screw. The interface difficulty resulted in the instrument pushing the housing of the turret screw into a more angulated position. Due to this interface difficulty, the surgeon elected to remove the turret screw so that an alternate persuader could be used with polyaxial screws. Surgery was extended approximately 20 minutes to remove and replace the screws. The surgery continued without further incident.